Event description:
Cmc gyn laparoscopy cdgl 10e sterile surgical supply pack open. Found unidentified contaminant in raytec contained within pack (possible lint). Entire table was set up and trays checked, so we had to dispose of the whole thing and start over. Patient was in the room, under anesthesia. No patient harm.